Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in completing the load process and resuming insulin, with the customer successfully filling and loading a new cartridge.